Event description:
Eight months post index procedure, the pt was taken to the hosp due to an acute myocardial infarction. Coronary angiography was conducted and thrombus was observed inside the implanted cypher stent proximally. To treat the thrombus, balloon angioplasty was conducted. Physician's comment: the possible cause of the thrombotic event was the stent was under-dilated. In 2005, the pt had a stent electively implanted. The lesion was pre-dilated with a balloon at 8 atm and a 2.5 x 23mm cypher stent was implanted at 12 atm. The residual % of stenosis was 0. The target lesion was a de novo, concentric chronic totally occluded, type c distal left circumflex. The lesion length was less than 20mm and the vessel diameter was 2.5mm.

Manufacturer narrative:
A report rec'd from an affiliate indicated that a pt experienced a very late thrombotic event after having a coronary artery stent implanted. The pt's medical history is significant for myocardial ischemia, hypertension, hyperlipidemia, and prior percutaneous coronary intervention. The indication for the procedure is unknown. The target vessel was aha13, the distal circumflex artery (cfx). The lesion was described as a de novo chronic total occlusion of undetermined time. The lesion was pre-dilated with a 2.5mm x 20mm balloon at 8 atms followed by a 2.5mm x 23mm cypher stent at 12 atms. The stent was not post-dilated and the residual percent of stenosis was reported as 0%. Ivus was not conducted. It is not known what antiplatelet regimen was prescribed for the pt at discharge. Approximately two and a half years later, the pt was admitted with an acute myocardial infarction. Angiography was performed and revealed thrombus inside the cypher stent and proximal aspiration of poba were conducted to treat the thrombus. Physician's comment: the possible cause of the thrombotic event was that the stent was under-dilated. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event associated with implanting coronary artery stents. With the limited amount of available info, other than the natural progression of coronary artery disease, it is not possible to determine exactly what factors may have contributed to the event. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stents.